Manufacturer narrative:
Review of instrument data indicates that the instrument is performing within spec.

Event description:
A falsely elevated glucose result was received on the rapidpoint 405 system and reported. A f/u fingerstick gave a result that matched the clinical picture. There were no adverse health consequences.